Event description:
The glidepath would not engage on the tip of the eml2. A new eml2 was opened and used on the case. Manufacturer response for atricure isolator, atricure eml2 (per site reporter). Manufacturer provided rga# for product return evaluation.